Manufacturer narrative:
Date of event - date of event entered is an estimated date because the exact date of event was not provided.

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to unspecified reasons. A new aus device consisting of a 4.0 cm cuff, 61-70 cm h2o balloon and pump, was implanted. It was further reported that the device was explanted due to cuff atrophy. Three months earlier the patient experienced increased incontinence. There were no device issues or malfunctions and the patient was doing "excellent" following the surgery. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.